Manufacturer narrative:
The insulin pump was received with no button response due to moisture damage found on keypad traces. It was unable to perform the displacement, prime, basic occlusion, occlusion and no delivery tests due to no button response. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's mother reported via phone call that the day before, the piston did not move when she tried to rewind the insulin pump. She changed the battery and it worked but then again the day of the call the piston did not move when trying to bolus and the insulin pump alarmed no delivery. The customer was able to deliver the bolus after 6 attempts. During troubleshooting, it was reported that the act button was not responding. It was stated that the device has not been dropped or exposed to moisture. It was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.